Event description:
An unknown length aneurx bifurcated stent graft and its components were implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported to medtronic by the physician that the stent grafts had migrated in some of his patients. Medtronic has requested specific details leading to the stent graft migration on each patient. Upon receipt of additional details a separate MDR will be submitted for each case.

Manufacturer narrative:
Per the esprit operators manual, backup battery option, "there is a great deal of variability in the power consumption of the ventilator depending on altitude, ventilator settings, and the age and amount of charge on the backup battery. These parameters will determine the exact amount of time the ventilator can operate from the backup battery." The ventilator must be plugged into an ac source to charge and/or maintain a charge to the battery.